Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen5319 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "open the PICC puncture bag and found a crack at the end of the microintroducer."